Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was subjected to various tests and during those tests, programming failed, an occlusion was noted and it did not pass the pressure test. Upon irrigation, the flow was normal. Upon further investigation, it was found that the valve casing was cracked and an impression was also found on the casing. This is a good indicator that the patient may have sustained some form of impact causing the condition found during the investigation. This, however, cannot be confirmed. It should also be noted that biological debris was found throughout the device, which may have contributed to the problem noted by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported spontaneous adjustment. As a result the device was revised.